Event description:
It was reported to philips healthcare that the heartstart xl failed to power up as expected with an error code 1000 (defib failure) on the screen. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.